Event description:
Information received indicates the power cord has a high ground resistance reading.

Manufacturer narrative:
The technician isolated the issue the power cord plug. He replaced the power cord plug to repair the bed.